Manufacturer narrative:
This report is submitted on july 2, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with antibiotics (oral and topical). The implant remains in-situ.